Event description:
It was reported that the ilet stopped displaying glucose values after initial warmup and brief readings when paired to a dexcom sensor, and the user had not yet connected to the dexcom g7 app; support guided the user to toggle the ilet cgm setting between g6 and g7 and to reenter the four-digit pairing code, with education that pairing could take 15¿30 minutes. Symptoms included no reported adverse clinical effects. Outcomes included no change in health status and no need for medical care. Investigation included customer interview, troubleshooting, and user education. Investigation of this case revealed a pairing and configuration issue resulting in signal loss to the ilet only, resolved through setting verification and re-pairing steps. It was concluded that the device functioned as designed and that user setup was the likely cause of the reported display issue.